Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix valve set was covered in oil. The reporter stated that the primary packaging was also oily. This was discovered after unpacking the set from the primary packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the returned device revealed the returned sample had clearly be used, and there was a significant amount of ingredient residue on the sample and in the pouch. A viscous fluid in the pouch was observed. However, as the valve set had clearly been used, it was impossible to evaluate the device. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.